Event description:
The patient reportedly experienced a loss of lock. External equipment was exchanged and programming adjustments were made, however, the problem was not resolved. Testing performed by a company representative showed that the device was not functioning. Surgery to explant the patient's device will be discussed.